Event description:
The account is unable to obtain patient results on the architect analyzer due to error code 1007 (unable to process test, activated read failure). The issue occurred with the reaction vessel cells, lot # 69436p100 in use. No impact to patient management was reported.

Event description:
The user received erroneous tsh results for two pt samples that were discovered since the lab is repeating testing for all results less than 0.32. The samples were collected in 3 ml heparin tubes and pipetted into aliquot tubes. All results are in uiu per ml. Sample 1 initial result was 0.059, repeat result on (B) (6) 2009 was 2.13. A separate sample for this pt was tested at on an elecsys at another laboratory on (B) (6) 2009 with a result of 2.79. The initial result was reported. The pt was not adversely affected. On (B) (6) 2009, sample 2 initial result was 0.062, repeat results were 1.97 and 1.95. The test was repeated before the result was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.